Event description:
Information received from the healthcare professional (hcp) reported that the patient's implantable neurostimulator (ins) "doesn't work" and had been off for years. It was further noted that the patient had a change in their weight and that the ins wasn't working/not helping because of that. No medical symptoms were reported in the event. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.